Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed his infusion set, primed the tubing, and then received a motor error alarm. The customer repeated the priming process and reset the pump and received another motor error. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer stated that after the pump alarmed motor error the pump restarted and the customer had to reset the time and basal delivery rates. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump; however, another motor error alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.